Event description:
Bd has a complaint from the field about one bd probetech instrument from an account that was performing CT/gc testing. Patient results were switched for rows "f" and "h" resulting in the possibility of false negative and false positive results. The instrument was returned bd diagnostic systems and upon investigation it was recognized that the optical bundles for rows "f" and "h" were switched at the source/detector connection point.